Event description:
Related manufacturer reference number: 2017865-2022-42635. Related manufacturer reference number: 2017865-2022-42636. It was reported a patient presented with a pocket infection. Their system, including the implantable cardioverter defibrillator (ICD), right ventricular lead, and left ventricular lead, was explanted in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.